Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. A taxus liberte' drug eluting stent was implanted in an unspecified vessel. The physician experienced withdrawal resistance when removing the balloon from the stent. "The stent was implanted with success finally". No pt complications occurred. Pt status is satisfactory. Additional info has been requested; however, the physician has been unavailable to provide this info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.